Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, unique device identifier (UDI) #. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of over infusion was reproduced during laboratory testing. ¿ external inspection of the device showed a visible gap on the left side of the devices between the rear case and mechanism assembly. ¿ internal inspection showed the top left and middle left bezel boss inserts were backing out. ¿ after replacing the suspect bezel assembly with a known good bezel assembly, laboratory testing found the device to be delivering fluids within specification. ¿ review of the pcu event log showed, on (B)(6) 2024 at 8:11 pm, the pump module received a remote IV for a continuous infusion of an unknown medication (reported as heparin; drugid= 332) at a rate of 10 ml/hr. ¿ on (B)(6) 2024 at 3:18 am, the pump module was selected, and the rate was manually changed to 8 ml/hr before a delay was programmed for 1 hour. ¿ at 4:18 am, the delay completed, and the infusion started (rate= 8 ml/hr). ¿ at 6:48 am, the pump module was channeled off. ¿ total volume infused of unknown medication (reported as heparin; drugid= 332) was recorded as = 91.0 ml ¿ review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ review of the pump module error log showed no errors were recorded on the reported event date ¿ inspection and testing of the returned administration set found no anomalies. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of an over infusion was identified as the top left and middle left bezel boss inserts backing out. After replacing the suspect bezel assembly, the pump module was delivering fluids within specification. Note that this report lists imdrf annex a1801, g02017, c23 and d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported heparin (25,000 units/ 250ml) was programmed to infuse at (B)(6) 2024 at 2011 with a rate of 10ml/hr. Infusion continued to run as programmed at 10ml/hr until (B)(6)2024 at 0318. Rate was decreased by clinician to 8ml/hr at 0318, with a one hour delay per protocol. Pump resumed infusing at 8ml/hr at 0418. Clinician notes at 0648 the 250ml bag of heparin was empty. At this time the pump was taken out of service and biomed notified. Patient had an elevated prothrombin time of greater than 200 seconds. Patient remained stable; no interventions were needed.

Event description:
It was reported heparin (25,000 units/ 250ml) was programmed to infuse at (B)(6) 2023 at 2011 with a rate of 10ml/hr. Infusion continued to run as programmed at 10ml/hr until (B)(6) 2023 at 0318. Rate was decreased by clinician to 8ml/hr at 0318, with a one hour delay per protocol. Pump resumed infusing at 8ml/hr at 0418. Clinician notes at 0648 the 250ml bag of heparin was empty. At this time the pump was taken out of service and biomed notified. Patient had an elevated prothrombin time of greater than 200 seconds. Patient remained stable, no interventions were needed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported heparin (25,000 units/ 250ml) was programmed to infuse at (B)(6) 2024 at 2011 with a rate of 10ml/hr. Infusion continued to run as programmed at 10ml/hr until (B)(6) 2024 at 0318. Rate was decreased by clinician to 8ml/hr at 0318, with a one hour delay per protocol. Pump resumed infusing at 8ml/hr at 0418. Clinician notes at 0648 the 250ml bag of heparin was empty. At this time the pump was taken out of service and biomed notified. Patient had an elevated prothrombin time of greater than 200 seconds. Patient remained stable, no interventions were needed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Additional information: imdrf annex a,g,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of over infusion was reproduced during laboratory testing. External inspection of the device showed a visible gap on the left side of the devices between the rear case and mechanism assembly. Internal inspection showed the top left and middle left bezel screw inserts were backing out. After replacing the suspect bezel assembly with a known good bezel assembly, laboratory testing found the device to be delivering fluids within specification. Review of the pcu event log showed, on (B)(6) 2024 at 8:11 pm, the pump module received a remote IV for a continuous infusion of an unknown medication (reported as heparin; drugid= 332) at a rate of 10 ml/hr. On (B)(6) 2024 at 3:18 am, the pump module was selected, and the rate was manually changed to 8 ml/hr before a delay was programmed for 1 hour. At 4:18 am, the delay completed, and the infusion started (rate= 8 ml/hr). At 6:48 am, the pump module was channeled off. Total volume infused of unknown medication (reported as heparin; drugid= 332) was recorded as = 91.0 ml review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pump module error log showed no errors were recorded on the reported event date. Inspection and testing of the returned administration set found no anomalies. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of an over infusion was identified as the top left and middle left bezel screw inserts backing out. After replacing the suspect bezel assembly, the pump module was delivering fluids within specification. Note that this report lists imdrf annex a1801, g02017, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.